Manufacturer narrative:
Product was received and evaluated. Visual findings observed 2 straps torn apart at the cuff. Evaluation confirmed that the straps were torn at the cuff due to excessive force applied by the patient. A review of the device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. Product passed all verification testing and met specifications when shipped. A review of the complaint database for the past 2 years found one other event similar to the reported issue. Product was not returned for this event, therefore, root cause could not be determined. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if the device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Additional or different body or limb restraints may be needed if the patient pulls violently against the bed straps. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported a restraint tear while on the patient. The patient was pulling very hard on the restraints and they ripped. Part 2631. The event happened on (B)(6) but was reported to tidi on (B)(6) 2025. No patient injury.